Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use (IFU) states: key anatomic elements that may affect successful exclusion of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. Additionally, the IFU states use of the gore tag thoracic endoprosthesis outside of the recommended anatomical sizing guidelines may result in potentially serious device-related events (e.g., device infolding, excessive device compression, endoleak, wire fracture, migration).

Event description:
On (B)(6) 2013, the patient underwent endovascular repair of a contained rupture of a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3410-proximal, tg3110-distal). The patient reportedly had ¿shaggy¿ and severely atherosclerotic aorta. The diameters of the proximal and distal necks were reportedly 27mm and 24mm respectively. On (B)(6) 2013, pre-discharge examination detected no abnormality. The patient was discharged in good condition. On (B)(6) 2013, the patient presented the hospital with hemoptysis. Computed tomography (CT) scan showed the distal end of tg3110 eroded through the wall of the aorta and an infiltrative shadow in the left lower lobe of lung. The patient was diagnosed with the hemoptysis secondary to the perforation of the thoracic aorta into the lung. Non-gore manufactured stent grafts (endurant) were implanted to successfully repair the perforation and resolve the hemoptysis, later (on unknown date), the patient was transferred to another hospital in good condition.